Manufacturer narrative:
Product event summary: analysis was able to confirm the customer comments of an error in the software screen and the noisy fan but was not able to confirm the comment of overheating. No error or overheating message was found in the logs and the programmer was left on overnight without any problem. The power supply was replaced as a preventive measure however. It was additionally noted that the overlay was cracked but functional and it was replaced. The hard drive was reconfigured and the software was reloaded and updated and the fan was replaced. The programmer passed its functional and all systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during testing the programmer was overheating, its fan was loud and it displayed an error on its software update screen. The programmer was returned for service. There was no patient involvement.